Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first, second, and third photos show a piece of tissue with a staple line on it and some staple appears to be not properly formed. The fourth photo shows a label on the box with product code ec60a. The fifth photo shows a plastic bag with some staples. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot number 299c41, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.